Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned with clear surgical residue and debris in a micro centrifuge vial. Visual inspection found the haptic bent with foreign residue and debris on the lens. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -06.00 diopter, in the patients left eye (os), on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to excessive vaulting and patient experienced a refractive surprise. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to patient related factor and device.